Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this aus underwent a thorough analysis. The cuff, pump and balloon were visually and microscopically examined, and leak tested; the balloon was also functionally tested. No anomalies were found with the pump. Regarding the cuff, a pinhole in the shell was found consistent with explant damage. Functional testing of the balloon revealed that the pressure was below specification. Based on the information available and analysis results, the low pressure identified in the balloon could affect the performance of this device. Date of event is an approximate.

Event description:
An artificial urinary sphincter (aus) balloon device was returned. Product analysis identified a device malfunction.